Event description:
It was reported "the iab catheters signs of an over-twisted balloon wrap , the balloon cannot be inflated". This issue was noted prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the bifurcate and short driveline tubing; no blood was noted within the helium pathway. No visual damage or abnormalities were noted to the retuned sample. The customer also provided photos for evaluation. The photos show the intra-aortic balloon catheter (iabc); no damage or abnormalities were noted to the sample from the review of the photos. The reported complaint could not be confirmed from the review of the photos. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0067 in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 27.4cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon cannot be inflated" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.